Event description:
It was reported by service report that the foot left siderail has a broken weld between the spindle bracket and the litter frame presenting sharp edges and the siderail is unable to be latched up. Customer could not determine if there was pt involvement or if there were adverse consequences to report.